Event description:
It was reported that the bd autoshield¿ duo safety pen needles outer cover was loose when detaching from the pen. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a loose outer cover. According to the customer's report, the outer cover was loose when detaching the pen needle from the pen."

Manufacturer narrative:
H.6. Investigation: (B)(4) sealed 32g x 6mm pen needle samples and two photos were returned from lot. No. 9344182, cat. No.320738. Visual examination and functionality test was carried out on (B)(4) of the sealed samples and the two photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needles outer cover was loose when detaching from the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a loose outer cover. According to the customer's report, the outer cover was loose when detaching the pen needle from the pen."